Event description:
The customer reported a ventilator shut down on a patient. The customer reported that the reported issue was found while providing therapy to a patient. The patient was transferred to another working ventilator. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The reported issue could not be confirmed nor duplicated. The customer reported they reviewed the event log and found no error codes at the time of the incident. No operating on battery power codes were found. The customer stated that at the time of the event the log has numerous patient disconnect alarms, that is all. Moreover, the customer reported that they performed a full preventative maintenance on the unit and everything passed with no findings. Based on the information provided and service performed, the customer¿s alleged malfunction could not be confirmed as a device malfunction.